Event description:
It was reported that a spectrum iq infusion pump had the abc (1) key defective. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had the "abc button defective" was verified. Evaluation performed a visual inspection and found the second soft key top row completely worn. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad being completely worn. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During evaluation, the customer reported issue of "abc (1) button defective" was not observed. Testing of the keypad found the second soft key top row completely worn but functionality was not affected. Issues with functionality of the keypad could be intermittent. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. It was determined that the keypad should be replaced as cause of the reported issue. Should additional relevant information become available, a supplemental report will be submitted.